Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced ergo errors. The caller explained prior to calling for support the staff had tried to power cycle the system and the errors persisted. Onsite logs reflect error 23065 error pointing to the armrest ergho. The surgeon had moved to the second console to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 658440-10 mceb cfg and pn: 380764-36 armrest motor module to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Failure analysis received the pn: 380764-36 motor module and was unable to replicate the reported issue. The armrest motor module was tested on internal eft system and was functional and working as designed. Failure analysis reviewed field service engineer (fse) input and confirmed that originally replacing the motor module did not resolve the error. This unit appeared to be the wrong part sent back.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mceb pca was analyzed and found to have error 23065 errors. The unit was taken to a programming station where the issue was traced to the half bridge gate or surrounding components. Upon further inspection signs of cold solder were seen. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a cold solder on the mceb pca. This issue is also captured in the fmea, gen5, ssc cart electrical (818288-50, rev I) via risk ID g5-ssc-7661.

Event description:
Refer to h11 for follow-up information.